Manufacturer narrative:
No complaint was received with the return of this device. A failure event was observed during analysis. Final analysis found premature battery depletion. The device image indicated high current drain during the implant period, however, no high current drain sources were found throughout bench and environmental stress testing. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of premature battery depletion was due to a hybrid anomaly.

Event description:
This report is to advise of a failure event observed during analysis.